Event description:
The hospital reported that a pt that underwent a transurethral resection of prostate returned to the hospital after 12 days of the procedure due to pain and discomfort. The pt was re-examined by manual palpitation and with the use of an endoscope. The physician discovered that the tip of the resectoscope sheath was dislodged from the shaft and remained in the pt undiscovered. The tip of the resectoscope sheath was successfully removed by performing a meatotomy. The pt was reportedly doing fine.

Manufacturer narrative:
The tip of the resectoscope sheath was retrieved and returned to olympus for investigation. However, the shaft of the resectoscope sheath was missing. The insulation beak was received intact and no sharp edges or arching noted. The cause of the user¿s experience cannot be determined at this time due to lack of complete device. This report is being filed as an MDR in an excess of caution.